Manufacturer narrative:
Medical device expiration date: na. The customer's address is (B)(6) USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being manufactured in 2013 and files are retained for 7 years, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that there was no expiration date on the bd insulin syringe with the bd ultra-fine¿ needle box label. The following information was provided by the initial reporter: son received this box of syringes from passed father noticed the box does not have expiration date on it. It is determined from lot number the syringes are expired. 2018.